Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle leaked during use. The following information was provided by the initial reporter: one syringe when drawing the insulin leaked out of needle somewhere.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle leaked during use. The following information was provided by the initial reporter: one syringe when drawing the insulin leaked out of needle somewhere.

Manufacturer narrative:
H6: investigation summary. Customer returned a single 0.5ml syringe. The syringe did not feature any immediately observable defects. Functional testing was performed by drawing water into the syringe to its capacity. The syringe held all water drawn into its barrel. The water was then expelled. No leaks were observed when drawing, retaining, or expelling water. A review of the device history record was completed for batch# 1298594. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Based on the sample received, embecta was unable to confirm the customer¿s indicated failure of the syringe leaking. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.